Event description:
Customer stated that he obtained a reading of 288 mg/dl on the aviva meter, and accidentally took 35 units of novolog insulin instead of 35 units of lantus insulin. Customer was able to self-treat with orange juice. Customer's friend took him to the hospital about an hour later. Customer's reading on the hospital meter was 217 mg/dl. Customer obtained the following results on the aviva meter, compared to the doctor's meter, within 10 minutes: 238 mg/dl (aviva) and 51 mg/dl (doctor's meter). Then, customer obtained a result of 58 mg/dl on his aviva within 10 minutes of the reading of 238 mg/dl. Customer stated that the doctor set up the IV but did not turn it on or administer it. Customer was treated sugar candy and some "sugary stuffs." Customer was admitted to the hospital, treated, and released. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.